Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty front panel. Based on the results of the investigation, it was likely that the malfunction was caused by a faulty front panel, which was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It reported that the display malfunctioned on the subject device. The issue occurred during a therapeutic uterine adnexal adhesion removal that was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.